Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a knee arthroplasty that a hair was found under the sterile label of the implant compromising sterility.

Manufacturer narrative:
Review of the photographs provided confirmed that there is a long hair present on foam insert. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to manufacturing deficiency. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a knee arthroplasty that a hair was found under the sterile label of the implant. The product was used to complete the procedure without any issue. No patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.